Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "do not exceed the rated balloon burst pressure." Mustang¿ pta balloon rated burst pressure is 20 atmospheres. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. After a non-bsc guide wire crossed the lesion, an 8.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 20 and 22 atmospheres, respectively. However, during the third inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.